Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient, operating the ilet in bg run mode due to lack of sensors, experienced hypoglycemia with a measured blood glucose of 46 and was counseled to enter the value into the pump and consume oral glucose, after which blood glucose rose to 115 and remained in range following additional monitoring and guidance. Symptoms included hypoglycemia. Outcomes included resolution of low blood glucose with self-treatment and no hospitalization. Investigation included review of the event details and user guidance provided by support. Investigation of this case revealed no device malfunction reported and that the event resolved with standard hypoglycemia treatment and re-entry of blood glucose values. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.